Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had blood glucose of 168 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming button error, the numbers was scrolling up without input from her and the keypad was not responding. Nothing further was reported.